Event description:
It was reported that this implantable pacemaker exhibited oversensing on the right atrial channel. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited oversensing on the right atrial channel. Additionally, the patient experienced a syncope episode. No changes have been performed. This device remains in service. No further adverse patient effects were reported.